Event description:
It was reported that the device is presenting with base task timeout and battery communication timeout. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Base task time out and battery communication time out error were found in pump event history log. Reported problem was unable to be duplicated during power-up and wireless test. These errors typically caused by issue with the wi-fi driver and network system.(pump not connecting to the network). The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced battery as preventive measure. A corrective and preventative action has been opened to address the reported issue.